Event description:
Pt had elective breast augmentation in 2001. Pt noted "decreasing volume and overtime. Noted definite deflation" of left saline implant. Pt presented for removal of implants and exchange. When removed in 2002, a small pinhole was noted in the left implant. The right implant was intact upon removal.